Event description:
A customer contacted beckman coulter inc. (Bci) regarding a false high rf result generated by the unicel® dxc 800 pro synchron® clinical systems.the original result obtained was 1912 iu/l and upon repeat on a different methodology, the result obtained was 23 iu/l.the erroneous result was reported outside of the lab.additional testing confirmed the low result obtained using the different method.treatment was not initiated or withheld; additional testing was performed that disproved the high result.

Manufacturer narrative:
All other analytes run on the analyzer for this patient were normal and not questioned. No other samples were affected.a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.